Event description:
It was reported that during an lap gall procedure, the surgeon was not able to activate the device and no clips came out. Only after washing the device, the clips came out. It was not reported what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 01/23/2009. Eval summary - the analysis results of the el5ml found that the instrument was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and "the surgeon was not able to activate the device and no clips came out" (activation of the lock out mechanism). The instrument is designed to lockout when all the clips have been fired and the orange indicator must be visible after the 13th clip is fired. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.